Manufacturer narrative:
(B)(4). Device evaluation: the complaint lens was received inside a specimen cup. Visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a -4.50 to 5.0d refractive surprise post-operative in the right eye with an intraocular lens (iol). The lens was scheduled for an explant. The patient experienced poor visual acuity. Through follow-up, it was learned the lens was explanted. Information was not available to confirm if a vitrectomy, incision enlargement or sutures were required. The replacement lens information was also not available. The event was uneventful and the is doing good. The lens is well centered and pressure is good. No additional information was provided.